Manufacturer narrative:
During an intervention aneurysm surgery, the enterprise stent (enc452212/10358980) reached the target lesion and the surgeon need to half deploy the stent but felt friction. The surgeon had to remove the stent and microcatheter (details unknown) as a unit and change new ones (details unknown) to complete. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. There was no difficulty during introduction of the microcatheter over the guidewire prior to the attempted use of the device. The microcatheter was not re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. It is unknown if the device was recaptured. There was no clinically significant delay in the procedure due to the event. A non-sterile unit of enterprise ses was received inside of a plastic bag. Coil dispenser, delivery wire, introducer tube and stent were received. Delivery wire, introducer tube and stent were received inside of coil dispenser and it¿s inside of a pouch lot # 10358980 part # enc452212. Microcatheter involved was not received. Functional analysis was performed. A microcatheter lab sample was used; the device was flushed repeatedly and delivery wire passes through of microcatheter without difficulty the stent can be deployed successful, no damages were observed on the stent. Delivery wire and stent were inspected under vision system and on delivery wire, solution saline and dried blood residuals were observed at distal tip section, a stretched condition was observed at 1.5 cm from distal tip. No damages were observed on the stent. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10358980. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent/ deployment difficulty-partial deployment¿ was not confirmed due to stent can be deployed successfully and the stent was received in the correct position. The failure reported by the customer as ¿delivery wire/ withdrawal difficulty-unable to¿ was not confirmed due to functional test can be performed successfully. The exact cause of reported event as well as the conditions observed in delivery wire as stretched condition on distal tip could not be conclusive determined; however, per analysis procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Event description:
During an intervention aneurysm surgery, the enterprise stent (enc452212/lot unknown) reached the target lesion and the surgeon need to half deploy the stent but felt friction. The surgeon had to remove the stent and microcatheter (details unknown) as a unit and change new ones (details unknown) to complete. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. There was no difficulty during introduction of the microcatheter over the guidewire prior to the attempted use of the device. The microcatheter was not re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. It is unknown if the device was recaptured. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new stent and microcatheter (details unknown).